Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the implantation, a streak in the optical part was found. The surgery was completed without product replacement. The sample is not available since it was still implanted in the patient's eye. Additional information was requested.